Event description:
The customer indicated a discrepancy in test results was identified in 2007 with an ob patient sample. The customer reported that, the delivering hospital obtained positive test results with the postnatal sample in the anti-d microtube of an mts a/b/d monoclonal and reverse grouping card lot#050107037-18 in 2007. Positive rh status was confirmed through additional testing performed with the gel method and tube methods. Prior to this incident, the customer had observed negative test results in the anti-d microtube of an mts a/b/d monoclonal and reverse grouping card lot#062706037-31 with the prenatal sample. Weak d testing was not performed with prenatal sample. Information was not provided regarding whether the erroneous test results influenced physician decisions. Death or serious injury to the patient was not reported.

Manufacturer narrative:
Postnatal samples were returned for investigation and tested with retained cards. The sample is a weak d reacting consistently in gel. Root cause investigation into the manufacturing of gel card lot# 062706037-31 identified raw material (bovine serum albumin) used in the production of lot #062706037-31 as contributing factor for the reported event. Ocd has qualified a new supplier and has implemented the use of their raw material (bovine serum albumin) in production. The product labeling states - the mts monoclonal anti-d gel card may not detect very weak expressions of the d antigen. In instances where confirmation of d negative antigen status is required, negative d reactions obtained with the mts monoclonal anti-d should be retested with an anti-d reagent licensed for antiglobulin phase testing.